Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation, leakage and blood backflow. The following information was provided by the initial reporter: rn noticed approximately one hour after arrival that patient had fluid dripping on patient's bed and blood back flowing onto patient's bed. Rn noticed that tubing had separated at lower port infusion site. Patient missed a dose of sedation medication which could have caused him to wake up, buck the vent, a vaso-vagal episode, or attempted to pull the ett.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary no product or photo was returned by the customer. The customer complaint of separation at lower port infusion site causing fluid dripping and blood back flowing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0500 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation, leakage and blood backflow. The following information was provided by the initial reporter: rn noticed approximately one hour after arrival that patient had fluid dripping on patient's bed and blood back flowing onto patient's bed. Rn noticed that tubing had separated at lower port infusion site. Patient missed a dose of sedation medication which could have caused him to wake up, buck the vent, a vaso-vagal episode, or attempted to pull the ett.

Manufacturer narrative:
The following are possible lot numbers: d4: medical device lot #: 21053023 d4: medical device expiration date: 21may2025 h4: device manufacture date: 21may2022. D4: medical device lot #: 21053024 d4: medical device expiration date: 21may2025 h4: device manufacture date: 21may2022. The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: h.6. Investigation summary; the customer reported a lower port separation and blood backing up on 2420-0500. The sample was separated at the inlet of the last smart site and the complaint is verified. The root cause was found to be insufficient solvent applied during assmebly. No other failure modes observed. A device history record review for model 2420-0500 lot number 21053023 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21may2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0500 lot number 21053024 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21may2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause was found to be insufficient solvent applied during assembly. H3 other text : see h10.